Event description:
It was reported that the incision site of the patient¿s implantable neurostimulator (ins) would not close nor heal. It was noted that the patient¿s symptoms were well controlled by the ins therapy during the event issue and no device problems were reported. A revision procedure was then performed on (B)(6) 2014 where the implant site was opened, irrigated with antibiotics, and the ins placed in a new, deeper pocket that was created inferior to the original pocket site. The cause of the issue was not determined but noted as not related to the device. It was reported that the patient was getting greater than 50% reduction in their symptoms and recovered without permanent impairment. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0kk2l, implanted: (B)(6) 2014, product type: lead. (B)(4).